Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak glucose of 211 mg/dl lasting approximately four hours, with high-glucose alerts active for over 90 minutes; there were no device alarms stopping insulin delivery, and the infusion set reportedly had no leaks or issues. Troubleshooting and education were provided, including a guided infusion set change. Following the set change, glucose decreased to 72 mg/dl and then rose after carbohydrate intake before stabilizing. Symptoms included hyperglycemia and a transient low glucose without reported clinical sequelae such as loss of consciousness or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy or ketone testing. Investigation included a review of device performance based on user report and troubleshooting. It was concluded that the cause of the hyperglycemia was unclear and that device function was not demonstrated to be impaired.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.